Event description:
The remb sag saw was returned for service. Upon eval at the MFR, it displayed a bias current error when connected to the console. There was no pt involvement, and there were no user injuries or adverse consequences.

Manufacturer narrative:
Upon disassembly, it was observed that the motor assembly was corroded. The presence of corrosion in the motor assembly could cause or contribute to the handpiece displaying a bias current error on the console.